Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient came into the clinic for a check-up after feeling a patient notifier vibration, an alert for upper out of range high voltage lead impedance was observed. The high voltage vector was programmed. The lead was tested with a shock joule and the lead impedance measured normally. No further information is available.